Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using a powerport m.r.I. Isp, for an unknown medical condition. Approximately three years and twelve months later, during use of the catheter, it was reported that the catheter broke while indwelling, resulting in a fragment remaining inside the patient's body. The remaining catheter is approximately 1.5 cm long and cannot be removed due to thrombus formation. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port with an attached groshong catheter in two segments were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete compound break that was elliptical in shape was noted on the distal end of the attached catheter and proximal end of the distal catheter segment. The edges of break on the distal end of the attached catheter were noted to be uneven, and the surface was noted to be granular in one region and round/smooth in the other region. The edges of break on the proximal end of the distal catheter segment were noted to be jagged, and surface was noted to be round and smooth throughout both regions. A kink was noted on the distal portion of the attached catheter. The port body was patent to both infusion and aspiration without issue. No leaks were observed. Therefore, the investigation is confirmed for the reported fracture, material separation, deformation and identified wear issues. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm this was provided for review. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using a powerport m.r.I. Isp, for an unknown medical condition. On (B)(6) 2025, during use of the catheter, it was reported that the catheter broke while indwelling, resulting in a fragment remaining inside the patient's body. A CT scan in (B)(6) 2025 revealed two kinks. The remaining catheter is approximately 1.5 cm long and cannot be removed due to thrombus formation. The current status of the patient was unknown.